Event description:
It was reported that patient presented to the office and was dx with acetabular implant loosening, a revision of the cup was performed in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.